Manufacturer narrative:
Further investigation underway.

Event description:
The customer reported that the thermage tip had a spark and then a burn smell during use. No patient injury reported. Customer notes stated "cleaned tip. Restarted the machine. Disconnected and connected the tip." Customer switched to another tip, issue occurred around 45 pulses.

Manufacturer narrative:
The product was not returned for evaluation after several requests the customer did not respond. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record.